Event description:
It was reported that the osteotomy straight chisel bowed at the end and broke partially. Update: per email correspondence attached, "no additional surgery, surgeon was able to retrieve the broken piece with tweezers."

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant issues were identified in the manufacturing records. Fractured tip was confirmed upon visual inspection. : it is likely that due to the patient¿s hard bone, too much impact force was applied which resulted the breakage of the osteotome tip.

Event description:
It was reported that the osteotomy straight chisel bowed at the end and broke partially. Update: per email correspondence attached, "no additional surgery, surgeon was able to retrieve the broken piece with tweezers."